Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, vyaire medical instructed the customer to update the software and since the software was updated to v6.0.1700.0 (touch configuration tnxcf00129-a4 included) the issue was resolved. The production floor is aware of the issue, which is based on touch configuration tnxcf00129-a3. The co_10212 contains additional technical information. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, the customer will replace the ventilator and contact vyaire medical to troubleshoot the device. No root cause has been determined yet because the investigation is still on going.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e was freezing and there is no input possible but it started working again after a while. The issue occurred during patient use and an alternative ventilator is provided. Furthermore, there is no patient harm associated with the reported event.